Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy/oophorectomy procedure. The device broke inside of the patient and all pieces were retrieved from the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.